Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The device in this report has not been returned to olympus medical systems corp. (Omsc), therefore omsc could not confirm the device. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The exact cause of the reported event could not be conclusively determined. Aging deterioration may have caused the defect because over 6 years have passed since the device was manufactured. Omsc also surmised that this phenomenon attributed to applied external stress. If significant additional information is received, this report will be supplemented.

Manufacturer narrative:
The device was not returned to olympus medical systems corp. (Omsc), but returned to olympus repair center for evaluation. According to the evaluation, the following was found. Olympus repair center evaluated the device and could reproduce the reported phenomenon. Transducer was loose. There was leaked air and/or water. The light guide lens cover was cracked. Bending section rubber glue deposits. Bending deformed. There were deposits at the suction cylinder and insertion tube. A nut was partly missing. The right and left knob were worn. The switch unit was worn. The light guide tube was kinked. Cord was kinked. Connector was corroded. Angulation had a play. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
During the preparation for use, the user found the crack on the ultrasound probe. Also, the user found that the endoscopic image became abnormal during endoscopic retrograde cholangiopancreatography (ercp). The user completed the procedure with the device. There was no report of patient injury associated with this event. The user facility did not provide other detailed information.